Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deployment of the sutures, the device was difficult to remove. The proglide device was manipulated (twisted and turned) in an unsuccessful attempt to remove the device from the vessel. The physician aggressively pulled the device from the vessel, and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, additional information was not available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.